Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (date performed and procedure type unknown). According to the complainant, the mount that holds the electrical circuit was broken. The part was loose however power was still able to be obtained to complete the procedure with this device. Following the procedure a replacement unit was located and the generator was repaired successfully.there were no reported patient complications reported as a result of this event. Attempts to obtain additional information regarding patient information and event details have been unsuccessful to date. Should any information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the serial number of the device, therefore the device manufacture and expiry dates are unknown. The complainant indicated the device was repaired and will not be returned for evaluation. As the unit was not returned the reported event was unable to be confirmed. A definitive root cause was not able to be determined based on all available information. Should any further relevant information become available a supplemental MDR will be filed.